Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 13 events were reported for this quarter. Product return status (B)(4) devices were received. 1 device investigation type has not yet been determined. Additional information 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 13 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11. 13 previously reported events are included in this follow-up record. Product return status 13 devices were received.

Event description:
This report summarizes 13 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 13 events had the problem identified during a non-clinical procedure; there was no patient involvement.